Manufacturer narrative:
Exemption number (B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The volumetric accuracy was tested three times of 273ml/hr and 22.9ml/hr for 5 minutes and 3 seconds tested in spec: 1st test: 23.5ml or 1.2% of expected volume; 2nd test: 23.5ml or 102% of expected volume; 3rd test: 23.4ml or 102% or expected volume. There were no unusual noised detected during testing. The pump's operational log was reviewed. No infusion activity occurred on (B)(6) 2013 as reported in the event description. The last day the pump operated was on (B)(6) 2013. Multiple attempts to obtain additional info from the user facility have not been successful at this time. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If additional pertinent info becomes available, a follow-up report will be submitted.

Event description:
(B)(4).